Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Audiologist reported that patient had not been progressing as anticipated since activation, and that she had noted basilar channels progressively going high on telemetry. Center would like to optimize mapping with current electrode position and monitor in situ measurements. If patient fails to progress with 8 channels and/or additional changes in situ measurements occur, revision/reposition will be considered at that time. Clinical support has been offered for programming; a follow-up appointment has not yet been set.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted after that the active electrode array was found partially outside of cochlea, as confirmed by diagnostic images. The investigation results appear to match the problems mentioned in the patient report. Additionally, it has been reported that one electrode contact was not inserted at initial implantation. This is a final report.

Event description:
Audiologist reported that patient had not been progressing as anticipated since activation, and that basilar channels have progressively become affected. Patient has no known cochlear anomalies. Based on the cochlear pre-assessment the flex28 was deemed suitable for this recipient. The patient was re-implanted with a shorter +flex 24 array on (B)(6) 2017. A full insertion was achieved.